Manufacturer narrative:
Tw ID#(B)(4) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, blower mister spike broke off when harvester went to spike the IV bag. A new device was used to perform the procedure without incident. There was no delay. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Tw ID# (B)(4). The device was returned to the factory for evaluation on 09/25/2024. An investigation was conducted on 10/09/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact blower misted handle or intact tip of device. The spike of IV connector was observed to be detached from the device. It was returned for evaluation. There were no other visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "break" was confirmed. The serial #(B)(6) history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.